Event description:
The pt was implanted with a bi-ventricular assist device (bi-bad). It was reported by the vad coordinator that early in the morning the tlcii went into low lvad and rvad pressure alarm. At the time of the event, the vad coordinator checked the lvad and rvad pumps. The lvad appeared to be working fine; however, the rvad was not emptying and was filling slowly. The pt was hand pumped and then switched to a back up driver without further incidents.

Manufacturer narrative:
The pt remains ongoing on bi-vad support with the back up driver. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.